Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom which was not reproduced. Door jammed alarms were confirmed through review of the event history log. Evaluation found pump door able to close as designed with loaded set by pressing the upper and lower corners near the door hooks (as described in the operators manual). The unit was ran for 30 minutes and completed the infusion as intended.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message during an infusion. After a short amount of time the screen went blank which stopped the pump from infusing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.